Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.5cm was returned for analysis. External and internal insulation abrasion was noted at 14.8-15.6cm and 16.4-17.0cm from the connector pin. Internal insulation abrasion was noted at 12.2-12.5cm and 42.7-43.2cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 6.8-10.6cm from the connector pin. The etfe coating was abraded at this location.

Event description:
New information received indicated that during device change out, the lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It reported that externalized conductors via x-ray and noise were observed. No further information available at this time.